Event description:
Event description to summarize the clinical event, we understand that the patient implanted with this implantable cardioverter defibrillator (ICD) suffered an acute myocardial infarction (mi) which put her into a ventricular tachycardia (vt). Although the device was programmed to deliver therapy for the vt rate, device detection was delayed due to programmed settings (rate smoothing feature). Eventually, when the vt rate increased, the rate smoothing pacing ceased and the ICD detected the arrhythmia appropriately. The device-delivered therapy was successful in converting the arrhythmia. Intermittent pacing was also observed on a 12 lead electrocardiogram (ECG) strip. Later, the physician elected to replace the device due to a product recall on this model.